Manufacturer narrative:
Device not returned for evaluation.

Event description:
During a knee procedure, the blade tabs broke. It was alleged that a component of the blade tab was left in the pt. A second procedure was performed to remove the component. The part was not recovered. When they compared the pre-op x-ray with the post-op x-ray, the spot they noticed on the x-ray was in the exact same spot. No further action was taken.